Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1901410: 180 items manufactured and released on (B)(6) 2019. Expiration date: 2024-05-01. No anomalies found related to the problem. To date, 156 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: acetabular component revision surgery (cup, head and liner) performed 5 months after primary cementless total hip arthroplasty in a (B)(6) year old woman. Radiographic image provided shows suboptimal cup position suggesting implant mobilization. Signs of stem-cup impingement are visible on the explanted component. No immediate postoperative x-ray is available.on the basis of information received, it is not possible to determine if this occurred before or after cup mobilization. The reason of this event cannot be determined. Preliminary investigation performed by r&d project manager: signs of osteointegration on the outer shell and scratches due to removal process. Impingement area on ceramic liner. It is not possible to highlight an implant related failure root cause.

Event description:
The shell moved (reason unknown ) the surgeon decided to change cup, liner and the head 4 months and 4 days after primary. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed by r&d hip manager: the acetabular liner shows signs of possible impingement, which might be in line with the cup mobilization that caused the revision. Acetabular shell with residual ha and bone formation.